Event description:
The distributor sent an email stating the millennium ventilator worked normally; however, the display continues to show error code a01: low inlet gas with the audible alarm. They are unable to clear the alarm.

Manufacturer narrative:
The distributor did not state if there was or was not pt involvement. Correspondence with the distributor has taken place and the MFR is waiting for feedback if there was pt involvement and if the technical assistance provided fixed the reported failure. A f/u MDR will be submitted upon receipt of add'l info from the distributor.